Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that during implant of this right atrial (ra) lead the helix was unable to be extended after 15-20 turns. The lead was removed and the physician tried to extend the helix outside of the body and the helix finally extended after 30 turns. The lead was positioned back in the atrial appendage, however, the helix would not extend. The lead was then removed and replaced with another lead. This lead was attempted, but not implanted. No adverse patient effects were reported. The product has been received for analysis.